Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the incision site of the ipg. Symptom of puss at the ipg site was noted. The physician believed that the infection was not device related and the caused of infection was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure.